Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient who was implanted for non-malignant pain reported she had incidents when ¿the thing jacked up so high that I could barely stand it ,¿ which was a sudden change. The patient also described this as a shocking or jolting feeling where she would be sleeping and stimulation would go high so she would have to get up and turn it off. The patient couldn¿t remember the context surrounding when this happened. An appointment was scheduled with the healthcare provider (hcp) on (B)(6). It was further reported smart meters were installed three feet from the patient¿s room where she was living with her daughter, and the patient felt the meter was messing with her settings. Someone then came and removed the device in the meter that controlled the electric. The patient then stated where she lived they wanted to install smart meters in each unit, but she couldn¿t have one because it affected her when she was at her daughter¿s house. The patient continued to report that her niece had a pacemaker that interfered with her device. The healthcare provider (hcp) later reported no actions were taken to resolve the shocking sensation or overstimulation. The cause of the shocking and overstimulation wasn¿t determined but it had resolved.